Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the insulin pump had alarmed no delivery, followed by motor error. He stated that he tried to program a bolus, but the insulin pump alarmed motor error again. The customer's blood glucose was 493 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He advised that he had treated with manual injection.

Manufacturer narrative:
No unexpected no delivery alarm or motor error alarm was noted during testing. The insulin pump passed the displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. The motor was tested outside of the device and passed. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.